Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubble were observed in the tubing during basal delivery. Customer primed the air out and resumed insulin therapy. Customer's blood glucose was 186 mg/dl.